Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the battery of an automated impella controller failed to charge. Patient support continues.

Event description:
The patient expired following withdrawal of care approximately 10 days after the initiation of impella support. The death is conservatively being reported; however, it is more likely attributable to the patient¿s underlying acute myocardial infarction, coronary artery disease, and cardiogenic shock (society for cardiovascular angiography and interventions stage d).

Manufacturer narrative:
B5 updated with additional information. The patient death is captured in MFR 1220648-2026-08573.